Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a loss therapy. Immediately after the message elective replacement indicator showed on the pt programmer. Manufacturer's rep does not believe the battery is toward end of life. After the eri message, a power on reset mode was noted and pt was able to clear this and regain stimulation. The pt has an appointment pending to see the hcp for reprogramming. Additional info has been requested and if received, a follow up report will be sent.